Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was receiving the end of life message. Surgical intervention will be taken.

Manufacturer narrative:
Patient weight received. Additional information received. Date of explant received.

Event description:
Additional information was received patient had surgical intervention. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.